Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A waste bag pressure max alarm occurred at the beginning of two consecutive routine hemodialysis treatments. The operator ended treatment without performing rinseback, resulting in an estimated blood loss of 190cc for each treatment. No medical intervention was reported.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback, as directed in the user's guide when an alarm cannot be resolved. The reported alarm is typically due to the operator incorrectly loading the dialysate disposable causing a restriction in flow. The user's guide includes adequate instructions for loading the disposable. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.